Manufacturer narrative:
(B)(4). Associated mdrs: 3006425876-2023-00345 and 3006425876-2023-00346. The actual device was not returned; however, the customer provided a photo for evaluation. The complaint of no/incorrect pressure reading cannot be confirmed by the photo as it only revealed the lidstock information. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit () warns the user, "warning: care should be exercised that the catheter is not inadvertently kinked at the hub area when securing catheter to the patient as this may result in catheter damage, breakage and loss of arterial monitoring capabilities.". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
"It is reported that the arterial catheter shows incorrect readings and therefore the catheter needs to be often flushed intraoperatively. The user also notices that the material is too soft and therefore the arterial catheter kinks." A new catheter was placed. The patient's condition was reported to be fine.

Event description:
"It is reported that the arterial catheter shows incorrect readings and therefore the catheter needs to be often flushed intraoperatively. The user also notices that the material is too soft and therefore the arterial catheter kinks." A new catheter was placed. The patient's condition was reported to be fine.

Manufacturer narrative:
Qn# (B)(4). Associated mdrs: 3006425876-2023-00346.